Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the prosthesis has an obvious dimple when looking at it now that the swelling has resolved. It was noted to have an obvious dimple without pushing on the prosthesis. The doctor indicated it may have been slightly under filled to begin with but is wondering if some fluid escaped as well.